Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements of greater then 2,000 ohms. Therefore, during the routine device replacement for normal battery depletion, this rv lead was surgically abandoned. A new pacing lead was implanted, and the patient received a cardiac resynchronization therapy pacemaker (crt-p) device. No additional adverse patient effects were reported.